Manufacturer narrative:
Concomitant medical device: 7121 lead implanted: (B)(6) 2009, 5076-52 lead implanted: (B)(6) 2005.

Event description:
It was reported that two alerts triggered for the left ventricular (lv) lead due to high pacing impedance on the lv tip to lv ring. The lv lead reprogramming was changed to lv tip to right ventricular (rv) coil and remains in use. No patient complications have been reported as a result of this event.